Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was discovered the right ventricular(rv) lead was oversensing noise leading to pacing inhibition and inappropriate antitachycardia pacing. The cause of the noise was dislodgement of the rv lead confirmed by x-ray. The physician attempted to reposition the rv lead but the helix would not extend. The rv lead was explanted and replaced. The patient was in stable condition.